Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Manufacturer narrative:
The field complaint of the transmitter not working due to burnt prongs was not verified. The visual inspection revealed no damage to the outer plastic housing of the transmitter or to the ac power adapter. The plug adapter (prongs) was removed, and no damage was noted on the green contact strips. The unit was plugged in to the working ac power outlet and the unit powered on successfully. The unit booted up to tower icon and performed the delete/downgrade process successfully. Upon further inspection, there was no damage to the main pcb of the transmitter or to the main pcb of the ac power adapter. In conclusion, the unit was completely responsive throughout troubleshooting and there was no burn damage noted to any part of the transmitter or ac power adapter.

Event description:
It was reported that a patient reported burn marks on the prongs of the merlin transmitter. The transmitter was unplugged and a replacement unit was ordered. No adverse patient consequences were reported.